Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals found the plunger seal removed, bottom seal intact. The investigation found the device in good condition. The pump event history showed a primary audible alarm background (bgnd) test, unable to download the error history log (ehl) due to history was corrupted during the download process. During the evaluation, the primary audible alarm background (bgnd) test during occlusion test was unable to duplicate the reported issue. The root cause of the intermittent error was unable to be determined. The technician replaced the speaker for preventive measures. Performed occlusion test which passed.

Event description:
It was reported that an audible alarm was observed. No patient injury was reported.